Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/76 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: safety evaluation and short-term efficacy in left bundle branch pacing patients with ventricular pacing dependence. Journal of bengbu medical college. 2024. Vol. 49, no. 4. Doi: 10.13898/j.cnki.issn.1000-2200.2024.04.012 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding left bundle branch pacing (lbbp) versus right ventricular septal pacing (rvsp). The authors described one patient in the lbbp group who experienced a septal perforation and the lead exhibited high thresholds. The lead was changed from a lbbp implant to rvsp. One patient in the rvsp group developed a pocket hematoma within 24 hours post implant. The hematoma resolved after pressure bandaging and external application of sodium sulfate decahydrate. The lead and device remain in use. No additional adverse patient effects or product performance issues were reported.